Manufacturer narrative:
The concorde cage was not returned for evaluation. A device history record review could not be conducted as the lot number is unknown. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the return of the cage, we are unable to confirm the reported issue or identify the root cause. As no systemic trends have been observed, this complaint file will be closed with no further action required. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device has broken during surgery in the patient. Device removed and replaced with another cage.